Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by hospital.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400. During the procedure, the physician was unable to advance a penumbra coil 400 through the microcatheter. The penumbra coil 400 was removed after several attempts. There was no report of an adverse effect on the patient.